Manufacturer narrative:
Device is within scope of active recall event 96581. Field correction activities had not been completed yet at the time of the failure.

Event description:
Skytron authorized representative submitted a complaint on 7/24/2025 describing an incident where a ge display detached from a skytron 4fsx-60 heavy duty monitor mount. Per the details provided in the complaint report, the incident occurred overnight with no patient or staff injury or involvement.